Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the scope was connected to the video processor, error code 315 was displayed. The issue was identified upon unpacking the olympus gastrointestinal videoscope. There was no patient involvement.